Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio sync meter is giving inaccurate high reading of ¿115 mg/dl¿ compared to ¿75 mg/dl¿ on another meter. The complaint was classified based on the customer care advocate (cca) documentation. According to the patient, she took 12 units of her insulin based on the elevated lfs meter readings to manage her diabetes. Subsequently, the patient indicated that she passed out due to the alleged issue. There was no report of any required medical intervention at the time of concern. During troubleshooting, the patient verified that the meter to other meter comparison was performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(6) . The control solution result was within the acceptable range. The unit of measurement was correctly set. The test strips were within the discard date. This complaint is being reported because the patient passed out after she took insulin based on the lfs meter reading. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 9/12/2014 and evaluated by lifescan product analysis on 2/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.